Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding its charge, the insulin fill estimate was inaccurate and the site reminder was not working. Customer declined to discuss the reported issues or perform a pump system check with tandem technical support. No additional information was provided.